Manufacturer narrative:
The review of the manufacturing records verified that the gore® excluder® trunk-ipsilateral leg component rmt281412 involved in this event met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a bilateral internal iliac aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up CT imaging revealed a potential abdominal type ii endoleak as well as a potential type ib endoleak of the hgb161407 gore® excluder® iliac branch endoprosthesis implanted into the left internal iliac artery. Additionally, aneurysm growth of an unknown amount in those anatomical locations was reported. The reason for the aneurysm growth was not known. The patient is currently being monitored and the physician is considering to perform a re-intervention to embolize the inferior mesenteric artery and extend the hgb161407 component to solve the assumed type ii and the type 1b endoleaks, respectively.